Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was programmed post operatively. The patient was doing well. The explanted ipg will not be returned as it was kept by the medical facility.